Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 15 mmol/l (270 mg/dl) while wearing the pod between 24 and 36 hours. Upon realization of the pod leaking insulin, the pod was removed from the infusion site (arm), and it was observed that the pod's cannula was dislodged and bent. As treatment, a new pod was applied.